Manufacturer narrative:
Visual findings observed indentation on front of the unit, one of the dust covers underneath the battery slot was broken, all led pipes inside the unit were damaged. Evaluation found the unit did not sound when in use with a magnet cord due to a faulty reed switch. The unit passed all other functional testing when in use with sensor pad. The visual findings revealed sign of dropping or bumping that may have contributed to the faulty reed switch. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. The instructions for use IFU were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. No corrective or preventative actions are necessary at this time. Manufacturer reference file (B)(4).

Event description:
The customer contacted us via phone call. The customer states that the alarm will not make any audible alarm noise. I had the customer check different modes and it does sound. When the customer uses the magnet plate the alarm will not sound. Customer states there is no other noticeable damage. The date the issue was discovered is unknown and no incident or serious injury was reported.